Event description:
A customer reported that the pump unexpectedly displayed the reset screen. There was no adverse impact to the customer's blood glucose level. Technical support informed the customer that the reset was a built-in safety feature of the pump, which ensures performance by resetting microprocessors during a routine system check. The customer was educated on the need to manually restart dexcom cgm sessions and reload cartridges after the pump resets, and acknowledged understanding of this information.